Manufacturer narrative:
The following corrections have been made: serial # - typo corrected to reflect actual serial number. Device manufacture date - corrected to reflect actula manufactured date.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed that the center section of blood sampling valve (bsv) was not riding in groove of bsv actuator causing the bsv to not bank properly. He replaced the shaft of the bsv which resolved the improper banking of the bsv. The fse performed system checks and the baths were filling and draining with proper volume during count and cross rinse. He completed verification on the instrument and all controls were within range and the reproducibility and mode to mode were within tolerances and the instrument ran without errors and all activities were verified per established procedure. (B)(4). Related event: medwatch number 1061932-2016-00908. (B)(4).

Event description:
The customer reported that the lh500 had generated erroneous rbc/hgb results on patient samples on their coulter lh 500 hematology analyzer. Additionally, the rbc and hgb results were not matching between the primary and secondary modes. Erroneous patient results were reported out of the lab but there was no change or effect to patient treatment in connection to the event.